Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery depleted error and would not stay charged. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Unable to duplicate the battery depleted at power up (capacity at 4%) and all the reading of battery within the required spec, battery was charged with ac power for 20 mins, battery taking charge as intended. Error was found in the event history log (ehl). Replaced battery for preventive measure due to battery was over 5 years old. The cause of the reported problem was traced to user (customer been powered pump on with battery power when the capacity of battery was very low or nearly depleted (per ehl)). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.